Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was so hot that it melted the wood off the table. It was stated that the monitor was plugged into an extension cord. The patient was encouraged to use the wall outlet but unable to do because of limited space. The patient was advised to try unplugging the monitor when not in use and then plugging it back in when needed. In the meantime, the patient would consult with the clinic for other options. The monitor remains in use. No patient complications have been reported as a result of this event.